Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion and unable to download due to moisture damage on electronic board stack. Unable to verify pump error 35 due to download anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, cracked case at belt clip rail corner and scratched case. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error with insulin pump error alarm. Customer stated that insulin pump performed safety and open book image was found. Customer performed self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.